Event description:
While performing a sterilization procedure, a bend occurred in the essure device during insertion, rendering it unusable. The surgeon feels it is a device failure, but another device was opened and the procedure was successfully completed. There was no harm to the patient.